Manufacturer narrative:
Additional information: during the index procedure 3 non medtronic stents were implanted in the graft 1st diagonal. During a staged procedure a non medtronic stent was implanted in the cx. The resolute onyx des was implanted in the graft 1st diagonal to treat the mi 13 months post index procedure. Graft lad and rca were reported to be occluded but not treated. Patient is not recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated non q wave mi (vessel unknown) and commented both svg to rca and svg to lad are occluded. Svg to lad is target vessel. Cec also commented the target lesion revascularization to svg. No other lesions were treated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onxy was implanted into the graft 1st diagonal branch. One non medtronic stent was implanted into the cx, one non medtronic stent was implanted into the graft lad and two non medtronic stents were implanted into the graft 1st diagonal. It was reported that the patient suffered a non stemi in the lad. The patient was treated with pci of the venous graft to the diagonal branch. The patient is not recovered. The investigator and sponsor assessed the event as not related to the index device or anti-platelet medication.